Event description:
C-cc-lk - leakage; it was reported that there was leaking back into the optics fibers back to the blue connector. There were no patient complications; however, it was noted that there was a drop in value. An edwards lifesciences om2 cable was used in during the procedure will be returned; however, the cable is contaminated with blood and will not be evaluated was returned as an adminstrative return. Cable was returned due to blood contamination and the hospital is unable to use the cable. Follow up w/nurse, indicated that patient had just came out of the operating room and was stable, and it was noted that there was blood leakage around the white part of the catheter at the blue connector. There was less than 10ccs of blood mixed with IV fluids. Nurse indicated that it wasn't a blood loss issue. After clamping the catheter, it was tied off and remained in patient. Patient was stable. Followed up with rep of the risk mgmt. And she indicated that their policy is not to return the device to the manfacture. Also she indicated that with the drop in value there were no patient complications. Spoke w/sale representative 5/6/09, he spoke with dr., attending cardiac anesthesiologist, doctor indicated that there was also blood leakage observed in the or approximately 100ccs. Follow up with risk mgmt, she indicated that attorneys will not allow the catheter to be released for evaluation. The edwards vp product safety has made attempts to contact dr. To follow up with doctor's concerns; however, has not made contact with the doctor. Sales representative indicated that dr. Was happy with the attempts to contact him.

Manufacturer narrative:
It was reported by the risk manager, that it is not the hospital policy to send the device to the manufacture for evaluation, due to lawsuits that may occur at the hospital.